Event description:
An optometrist reported that three months following las surgery, a pt was diagnosed with non-specific stromal inflammation in the left eye. Per the optometrist, the inflammation was noted in the supero-nasal area of the cornea, within and outside the flap zone. The pt reported that she gets sectoral, superior conjunctival injection when riding the bike or walking in the wind. The steroid drops were increased to treat the event. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).